Event description:
Info received indicates the head section runs unintentionally.

Manufacturer narrative:
The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.